Event description:
Attorney reported: in 2003, the pt underwent a ventral hernia repair procedure with implant of a composix ex mesh patch. In 2004, the pt the mesh explanted and replaced with a composix ex mesh patch. Two days later, the pt underwent an exploratory abdominal surgery to repair an incarcerated recurrent ventral hernia. Four months later, the pt reports the onset of pain in the right upper abdomen. The pt underwent surgery to repair an incarcerated hernia with implant of a composix kugel mesh patch. In 2005, the pt underwent surgery with explant of mesh patch (inferred to be both patches), release of major adhesions of the intestine and the wound closed with composix mesh. Six months later, the pt underwent recurrent ventral hernia repair surgery with lysis of adhesions and placement of dexon mesh. Two months later, the pt underwent exploratory laparotomy with lysis of adhesions, repair of (self inflicted) laceration of the small bowel, repair of laceration to wrist and repair of adhesions found to the omentum and small bowel. The following month, the pt underwent recurrent ventral hernia repair surgery with implant of composix kugel mesh patch, adhesiolysis and excision of old scar and reconstruction. The pt is now on disability.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. Refer to MDR 1213643-2008-00508 for composix ex mesh implanted in 2003. Refer to MDR 1213643-2008-00509 for composix ex mesh implanted in 2004. Info related to the composix kugel mesh implanted four months later, will be reported. Refer to MDR 1213643-2008-00510 for composix mesh implanted the following year. Info related to the composix kugel mesh implanted in the same year, will be reported in accordance with rae 2008004.